Event description:
One pt with discrepant calcium results. Initial result gave 14.6 mg/dl. Same sample repeated on same analyzer gave 7.5 mg/dl. Same sample repeated on another analyzer - same methodology recovered value similar to the first repeat - actual value not provided. Erroneous result was not reported. The field service rep found the r2 probe was out of alignment, and re-aligned the r2 probe. Mechanical and performance tests were performed which were within specifications.